Manufacturer narrative:
Review of the device history records indicate that devices were manufactured and accepted into final stock with no reported discrepancies. There has been similar event(s) for the lot referenced. If additional information is received, it will be provided in a supplemental report upon completion of the investigation.

Event description:
The following information was provided: this pi captures the 2nd revision due to incorrect insert on (B)(6) 2026. Revision due to incorrect insert (f, instead of e) being put on an mdm wash out. Surgeon picked up on x-ray but couldn't figure out what was wrong. Sent to rep to help diagnose problem. Once it was figured out, revision surgery was scheduled. Short procedure, no poly wear on insert. Trialed head & insert to make sure tissue tension was adequate, and then put correct implants in. Revision 2 done on (B)(6) 2026.